Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with a stemi. An attempt was made to use a resolute onyx rx coronary drug eluting stent (2.25 x12) to treat a lesion at the ostium of the left anterior descending (lad) artery/diagonal branch. The lesion exhibited mild tortuosity and severe calcification with 100% stenosis. The device was inspected, and negative prep was carried out prior to use with no issues noted. A launcher guide catheter was used to engage the vessel. Pre-dilation of the lad/diagonal and ramus was carried out. Resistance was encountered when advancing the device however excessive force was not used. Following pre-dilation an attempt was made to deliver the resolute onyx stent to the lad/diagonal. During delivery to the lesion the stent dislodged. An attempt was made to advance a euphora balloon (1.5 x12) to the dislodged stent however the euphora could not be delivered. Following advancement of a third guidewire and non-medtronic balloon the stent was crushed in the lad/diagonal a resolute onyx rx (3.0 x 26) coronary drug eluting stent was then advanced to the ramus. The device was inspected, and negative prep was carried out prior to use with no issues noted. Resistance was encountered when advancing the device however excessive force was not used. The device was unable to cross the lesion. Following removal it was observed that the stent was deformed. An nc euphora balloon was advanced and inflated and another non-medtronic stent was implanted in the ramus no patient injury reported